Event description:
The customer was hospitalized for diabetic ketoacidosis. Prior to being hospitalized, the customer was not able to use the insulin pump as it was not priming properly. Unable to troubleshoot the insulin pump due to the priming issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.